Manufacturer narrative:
Correction: manufacturer report 2938836-2014-00015, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide)

Event description:
This record is being created in order to comply with an FDA request to submit a supplemental correction medical device report (MDR). The previous manufacturer report 2938836-2014-00015, should not have been reported as a MDR as the product has not been approved by FDA and is part of investigation device exemption (ide).